Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo showed an overhead look of the product. The balloon had been disengaged from the cannula. The obturator and insufflation syringe were also pictured. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, during dissection of the skin layers, the balloon part of the device disengaged and fell into patient's cavity. The balloon was retrieved with forceps and as it already had dissected the space, the surgeon continued with the procedure. There was no patient injury.